Manufacturer narrative:
A titan touch, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on the longer pump exhaust tubing and inlet tubing of the pump. No functional abnormalities were found with any of the returned components. The information received indicated that the surgeon was unable to inflate the device and that the pump was very hard, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device malfunctioned. The pump was very hard. The surgeon wasn't able to inflate the device. The device was removed.